Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor gearbox jammed. No unexpected audio/beep anomaly during testing was noted. The pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery, displacement and test due to constant alarm. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed when she tried to add insulin in the pump and put the reservoir back in. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.